Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The console was tested on an engineering lab bench and could not reproduce the issue. There was no issue with the console hardware. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Found a crack in the purge retainer (not related to the reported failure). The root cause for the controller error was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm that was resolved by turning the pump down to p6. No patient harm was reported.